Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14feb2020.

Event description:
The customer reported error primary alarm failure. There was no patient involvement.

Manufacturer narrative:
G4: 25mar2020 b4: (B)(6)2020. Information was received that the customer called back to troubleshoot with technical support (t2) for the primary alarm failed error code. The customer was advised to replace the speaker on the motor control board. In addition the customer reported that the liquid crystal display (lcd) cable was broken. The customer was provided with part number for the speaker and lcd cable. The customer advised t2 to close the case and no additional information was provided. Multiple attempts were made to obtain additional information on the event and the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.